Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual and microscopic examination found that the stent had detached from the device and was not returned for analysis. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The balloon was found to have the stent impressions on it and pillowing of the balloon indicating that the stent was crimped per process in the correct location during manufacturing. No kinks or damage were noticed along the hypotube of the device. A visual and tactile examination found that the outer was kinked at several locations along its length. In addition, the midshaft was kinked at 10 mm proximal to the guidewire exit port. This type of damage is consistent with excessive force being applied to the delivery system. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 22mm in length, concentric, de novo target lesion was located in the non-tortuous, non-calcified, and 3.5mm in diameter right coronary artery. A jr4 guide catheter was placed. After a 0.014 kinetix guide wire crossed the lesion, a 3.50x24mm promus element plus stent was advanced however significant resistance was encountered. It was then noted that the stent was dislodged and was trapped inside the guide catheter. The dislodged stent was removed together with the guide catheter and the procedure was completed using a 3.5x24mm synergy stent. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 22mm in length, concentric, de novo target lesion was located in the non-tortuous, non-calcified, and 3.5mm in diameter right coronary artery. A jr4 guide catheter was placed. After a 0.014 kinetix guide wire crossed the lesion, a 3.50x24mm promus element¿ plus stent was advanced however significant resistance was encountered. It was then noted that the stent was dislodged and was trapped inside the guide catheter. The dislodged stent was removed together with the guide catheter and the procedure was completed using a 3.5x24mm synergy stent. No patient complications were reported and the patient's status was stable.